Event description:
Ten days after initial treatment in the glabella with zyderm 1 the patient had redness and itching. Elocon cream applied topically was ineffective. Physician injected reddened areas with triamcinolone which was moderately effective in alleviating symptoms.